Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two device were received for evaluation; two events were confirmed during testing. One device was found to be affected by corrosion; one device was found to have damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran on. There was patient involvement; no patient impact.